Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had an overestimation episode. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. Related MDR number: 2017865-2022-14912.

Event description:
Additional information received indicated the pacemaker (pm) was explanted and replaced. The patient was stable throughout the procedure.